Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep and it was reported that the cause of needing to reset cable was that it was not fully seated.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735797, serial/lot #: unknown. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was giving an endpoint connection failed message when trying to open up the wireless configuration option. The self test was checked and the wifi client was unavailable. It was noted that the power cable was "resat" to the endpoint and the issue was resolved. There was no patient involvement.